Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the subject stent did not fully conform to the vessel wall. There were no reported clinical consequences to the patient.